Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the customer switched on the blood monitoring unit and after 3, 4 and 10 mins the unit turned off. (B)(4).